Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced short periods of "stinging pain" around the device. The reporter stated that the patient was hospitalized for two days due to the pain. It was noted that there was no recognizable pattern associated with occurrences. It was stated that the pain was present even if the device was off. It was noted that the patient did not wake up during the night from the stinging pain. The reporter stated that the settings for the bilateral deep brain stimulators (dbs) were programmed at 3.0 volts (pulse width = 90 microseconds, frequency = 120 hertz) with no complaints. The amplitude was then changed to 4.5 volts and the patient experienced pain. The patient felt stinging at 1.5 volts and at 0.8 volts. It was noted that contractions were not palpable at amplitude of 0.4 volts. It was further noted that the amplitude of 0.4 volts and varying the frequency did not help the patient. The reporter stated that the device was turned off for 16 hours and the stinging was unchanged. The reporter stated that diagnostic tests confirmed that these pain complaints were not linked to the device. The device was reprogrammed (amplitude = 6.0 volts, pulse width = 90 microseconds, frequency = 120 hertz) and was still in use.